Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be determined through this evaluation. The clinical consultant reported that it was unknown whether the device would be explanted or returned for analysis. (B)(4) has not been returned to date and the complaint file will be closed accordingly. Should the device become available and be returned for analysis at a later date, the pump will be evaluated and this file may be updated. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. Due to hospital policy, no other information was able to be provided.